Event description:
It was reported that the lumen adhesion attachment site is suspected to have weak lumen to main tube.

Manufacturer narrative:
Based on the information provided this event is deemed a reportable malfunction. The product was reported to have not been used by a patient. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.